Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim: brief description of complaint: ivf tubing leaking at junction below filter. Replaced tubing.

Manufacturer narrative:
One sample was received for quality investigation. Visual examination was conducted and no damages or abnormalities were identified. The infusions set was then primed and leakage was identified at the inlet port of the first y-site smartsite. Further inspection under magnification indicates that there is insufficient bonding solvent at the tubing to inlet port union allowing for leakage. The customer complaint for leakage was confirmed. The investigation was forwarded to manufacturing for the determination of root cause. After the investigation, a lack of solvent at the bonding point was the reason for the leakage. The potential root causes for the lack of solvent is a malfunction in the assembly equipment or the production personnel not following the proper procedure during the assembly of the product. Implementation of additional jigs and fixtures to the assembly process has been conducted to insure that the product would be assembled correctly. Based on tracing the smartsite ID numbers, the possible lot numbers for the sample submitted are: 24103002, 24093258, 24093256, 24093257, 24103001, 24093179. A device history record review for model 2420-0007 and the possible lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.